Manufacturer narrative:
On 07/29/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, transsphenoidal, the surgeon alleged an inaccuracy of 1 centimeter anterior, occurring after the patient went sterile. The surgeon confirmed that the registration was accurate after pointmerge registration. The alleged inaccuracy was consistent with all instruments (medium malleable suction and pointer stylet) using a stingray patient tracker. All instruments were below 0.5 within emitter details. In trouble-shooting, the emitter was switched out, however, issue was not resolved. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion. There was no delay of therapy. There was no impact on patient outcome.